Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and external ram crc error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 481 mg/dl. Customer also stated that no delivery was found and troubleshooting was performed and it was found that insulin exited. The insulin pump will be returned for analysis.